Manufacturer narrative:
Concomitant medical products: product ID: c2tr01 crt-p, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity warning for high impedance on an epicardial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.